Manufacturer narrative:
There are no known system issues that may have contributed to the discordant low advia centaur digitoxin test results. The patient's sample was checked for dilution linearity and hamas and the advia centaur 1:8 sample dilution result was 22.4 ug/l. An interfering substance may be a contributing factor. No conclusion can be drawn. The IFU limitations section states the following: " heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Low advia centaur digitoxin results were obtained by the customer when compared to another test method. The customer performed repeat digitoxin testing on the advia centaur to verify the initial results obtained on another test method. There was no known report of adverse health consequences due to the discordant advia centaur digitoxin results.